Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported they didn't see a urologist at the time of the report. Their device wasn't working and they wanted to see someone about removing it. No patient symptoms were reported. Additional information was received. They were asked to clarify their device not working, they stated the battery had never been changed since 2006. They said the programming hadn't been looked at in over 10 years and they were looking for a urologist to remove the device. It was noted that the device no longer working was noticed around summer of 2010. No further complications were reported or anticipated.